Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6). Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that movement of the c-arm was blocked. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware defect. This case was initially reported because we received information that the system was blocked because of an error. This could not be confirmed by the investigation. Movements were still possible with reduced speed in override mode. Upon investigation, the service engineer found the c-arm proximity switch defective. After the part was exchanged the system function recovered. Unfortunately, the defective switch was not sent back for a detailed investigation. Therefore, a simulation was performed in the factory to reenact the situation communicated. According to our experts the most probable case is damage of the proximity switch by external influence like a collision with an obstacle. The affected proximity switch has been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.